Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. Device was not returned. Per the instructions for use of the device, pump pocket pain and soreness is a possible known risk of use of the device. (B)(4).

Event description:
A home infusion nurse contacted technical solutions to report a pump replacement and pocket revision due to the patient's discomfort. They reported that the patient complained their 40 ml pump was too large, sticking too far out, and was giving them discomfort. They reported that they believe the pump was replaced with a 20 ml model and the pocket was moved. Nurse was unsure if the pump was discarded.